Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating on two occasions the screen locked up and rendered the monitor inoperable. On (B)(6) the second occurrence was documented. The customer reported the device has not been dropped or damaged. The crew attempted re-starting monitor in start-up mode and re-calibrating the touchscreen, however, this did not resolve the issue, and a second ambulance was dispatched to replace the monitor. There was a delay in care noted, however, the procedure was able to be successfully completed once the known working device was provided.